Manufacturer narrative:
(B)(4). D10: item#: 110031427; lot#: 65994920. Item#: 118000; lot#: 67690145. Item#: sahtne00; lot#: 67710926. E1: full establishment name. (B)(6). H6: proposed component code - mechanical (g04) head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the pmi group that a patient underwent a previous revision due to impingement and dislocation where standard implants were used. Subsequently, the patient is being considered for a custom pmi product on an unknown day to revise the glenosphere due to joint laxity and impingement on the anterior edge of the vrs baseplate, causing instability. Attempts have been made and no further information has been provided.